Event description:
It was reported that the patient had lost a significant amount of weight, about four pounds since the previous office visit on (B)(6) 2015, at which time the vns settings were increased. Additional information was received from the patient's mother that they are planning to move forward with a g-tube placement due to the patient's weight loss. No additional relevant information as been obtained to date.

Event description:
Additional information was received that the patient continued to have eating issues, became more irritable, had some respiratory distress, and became fatigued. The g-tube placement was cancelled and the device was disabled. After disabling the generator, it was reported that all of the patient's symptoms resolved and she was eating more and was healthier. No additional relevant information has been received to date.